Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection / double stapling surgery, the surgeon started squeezing the handle of the device to stitch a rachet; however, the jaws broke. Broken pieces flew apart but were all retrieved. The part fell into the patient's cavity and was retrieved. The surgeon slightly resected intestinal canal of mouth side and used new device, then performed double stapling technique by circular stapler, and completed the procedure. The patient was in good condition on and after the low anterior resection / double stapling surgery. The surgical time was extended by less than 30 min.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the device was broken in two pieces. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken device may occur if the device is mishandled or handled roughly during application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.